Event description:
On 05/09/2009, the patient reported that in 2009, her blood glucose elevated to 567 mg/dl due to a bent infusion site cannula. She stated that she changed her insulin cartridge, infusion site, and infusion tubing and bolused 20 units of insulin to lower her blood glucose to 149 mg/dl by the end of the day. She stated that when her blood glucose is elevated she feels "rotten, sluggish, and goes to the bathroom a lot". She stated that she rotates infusion sites as recommended. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.